Event description:
During the patient's procedure at about 6 minutes into ablation, hta system screen was flashing, seemed to shut down and reboot itself. The machine had an error 25 message on screen. Attempted to troubleshoot the machine with no luck. Product representative (B)(6) called and I had left a message with him. I also called the product support team and talked to someone. It was recommended to shut down and restart machine with new disposables. Machine was shut down. (B)(6) aware and ended procedure. Error reached the person, but resulted in no harm.